Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that following a device changeout there were high thresholds on the right ventricular (rv) lead. Remote alerts were received indicating the impedance was varying and high. Impedance had returned to normal upon interrogation in the clinic. When the patient came in for revision it was found that the pace/sense pin of the lead was not all the way in the device header. The pocket was opened and a revision performed. The lead and device are still in use. The patient is enrolled in world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.